Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 505 mg/dl. The customer stated that she was experiencing depression and irritability as well. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct programming. Found that the bolus and basal rate delivery totals did not add up correctly with the daily totals. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.